Event description:
The rep reported the device was used during a thoracoscopy. It was reported the ez45g handle broke when the surgeon tried to fire the instrument. Source opened another to complete the case. There was no consequence to the pt.